Event description:
It was reported that during an a-fib ablation procedure in 2009, it was noted that the patient became hypotensive. Echocardiogram was performed showing an effusion requiring immediate pericardiocentesis. The patient has been discharged home and her prognosis is satisfactory.

Manufacturer narrative:
The physician performing the procedure states that the injury is not related to any biosense webster products. The catheter was not returned by the customer for investigation.